Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a defective cable which delivers the detectors rotational values. The investigation of the log files showed that the user had performed a hard reset of the system but the system did not recover. The system usage was continued and the pattern of the x-ray requests did not change. Log file assessment shows the rotational values of the detector frequently did not align with the rotational values of the base and the table. The deviation was up to 20 degrees from the required value. The service engineer (cse) checked the system and found the cable delivering the detector´s rotational values provided by the potentiometer and encoder to be defective. The signals provided by this cable received too much noise and led to the reported detector rotation errors. This type of cable failure is sporadic in the field and is based on normal wear and tear of the system. The service engineer installed a new cable between the motor controller and the rotation sensors which resolved the problem. No further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an acute procedure, the user reported the image quality was poor and the image was rotated. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.